Event description:
Manufacturer's local lab observed the lancet protrudes beyond the end cap of the multiclix device. Replacement was sent.

Event description:
Patient had original stenting of proximal rca (B)(6)2007 with a cypher stent. Returned to ER at our facility (B)(6)2009 with a stemi. Found to have 100% sub-acute thrombosis of previously placed stent in proximal rca. Thrombectomy performed with pronto catheter, predilated with an apex balloon, and a taxus liberte 3.5x20 deployed, post dilated with a quantum maverick balloon. Medications including asa, plavix, heparin, and integrilin. Discharge meds including asa and prasugrel. Patient returned to ER at our facility (B)(6)2010 with a stemi. Taken emergently to ccl where films revealed 100% sub-acute thrombosis of previously stented proximal rca. Thrombectomy performed with an export catheter, and inflations performed with a 3.0x15 apex. Final films reveal less than 10% residual stenosis. Treated with asa, prasugrel, integrilin, and angiomax. Discharged on (B)(6)2010 meds including asa and prasugrel.

Manufacturer narrative:
The event occurred in (B)(6).